Manufacturer narrative:
We are waiting for add'l info from distributor.

Event description:
After 3 or 4 mins from the ignition, the laser system showed the alarm messages "chiller 2" and "power low." We are unaware about pt injury.